Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that the pump had no power. The reporter stated that the battery compartment was cracked and the battery cap could not attach to the pump. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no serious injury associated with this complaint.

Manufacturer narrative:
Date of submission (B)(6)2018- device evaluation: the pump has been returned and evaluated by product analysis on (B)(6)-2018 with the following findings: a review of the pump black box showed unexplained pump reboots. A visual inspection of the pump revealed the battery compartment was cracked on the side at the threads and above the bumper pad. There was no moisture or corrosion observed in the battery compartment. The returned battery cap had stripped threads and was unable to fit securely to maintain an electrical connection, duplicating the power issue. The pump powered on using a new test cap and was exercised for 24 hours with no power interruptions occurring. The pump¿s cover was removed and no evidence of moisture or loose components were observed to the power printed circuit board. The complaint of no power and damage to the pump was duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.